Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported on 01-n0v-2024 that the patient infusion set cannula was kinked within three hours of insertion. The infusion set was in use for few hours. The patient replaced the infusion set and resumed insulin deliveries successfully. This event occurred on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.